Event description:
During a plif using acculif, the surgeon experienced a pressure release of fluid during expansion of the pl cage before the red zone was reached on the fluid expansion t-handle. We repeated the expansion technique 3 times with the same result. The cage appeared to open 1mm and hold its height so we decided to proceed and not change implant or tubing. All areas of the inserter were inspected and appeared to be in the appropriate position/connection. The leak appeared to come from the connection where the green ring t-handle attaches to the syringe. We had used distractors and shavers to reach a 10mm and inserted an 8-10mm cage.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history could not be performed as no lot code information was provided. Conclusion: the plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly causing breakage of the o-ring.

Event description:
During a plif using acculif, the surgeon experienced a pressure release of fluid during expansion of the pl cage before the red zone was reached on the fluid expansion t-handle. We repeated the expansion technique 3 times with the same result. The cage appeared to open 1mm and hold its height so we decided to proceed and not change implant or tubing. All areas of the inserter were inspected and appeared to be in the appropriate position/connection. The leak appeared to come from the connection where the green ring t-handle attaches to the syringe. We had used distractors and shavers to reach a 10mm and inserted an 8-10mm cage.